Manufacturer narrative:
The device was returned as part of the asset return process. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
A user facility returned the camera head, to the olympus service center. Upon inspection and testing of the returned device, it was observed that rust had occurred on the shaft of the coupler. This report is being submitted for the reportable malfunction found during evaluation. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over nine (9) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.